Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6). Initial reporter address 2: (B)(6). Block h6: imdrf device code f2202 captures the reportable event of endoscopic procedure. Imdrf device code f1001 captures the reportable event of procedure. Cancelled/rescheduled.

Event description:
It was reported to boston scientific corporation that a captivator emr device was used for esophagus mucosa resection in the esophagus during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2025. During the procedure, four bands were successfully deployed. However, two bands were unable to deploy. The procedure was not completed due to the event. A follow-up procedure is required to address the issue and continue patient care. There were no patient complications reported as a result of this event.